Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the evidence of this examination, the breakage occurred at the tip of the needle during use from tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2018 and a suture was used. During surgery, it was found that the needle tip had been missing before use. Upon evaluation of the returned sample, a fracture was observed at the tip of the needle. There were no adverse patient consequences reported. No additional information was provided.